Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-feb-2018. The most recent information was received on 16-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic or groin pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included oral contraceptive. Concurrent conditions included thyroid nodular. On an unknown date, the patient had essure inserted. On (B)(6) 2009, the patient experienced breast pain ("increased pain in the breasts"), abdominal pain lower ("increased pain in the lower abdomen"), adnexa uteri pain ("increased pain in the ovaries"), menorrhagia ("very heavy menstrual periods / very heavy, indeed haemorrhagic, menstrual periods"), fatigue ("fatigue / intense fatigue"), abdominal pain ("severe abdominal pain / painful abdomen"), ear discomfort ("problems in one ear plugged or like when you travel by airplane"), fungal infection ("fungal infections") and urinary tract infection ("urinary tract infection"). In 2011, the patient experienced facial neuralgia ("facial neuralgia"). In 2012, the patient experienced dyspnoea ("difficulty breathing"), stress ("stress"), piloerection ("goose flesh on one arm or one leg or one side of the body") and postprandial hypoglycaemia ("episodes of post-prandial hypoglycaemia"). In 2015, the patient experienced pelvic pain (seriousness criterion medically significant), groin pain ("pelvic or groin pain"), oropharyngeal discomfort ("very unpleasant discomfort in the throat, as if she had something at the back of her throat"), paraesthesia oral ("mouth and tongue became very sensitive with tingling"), vaginal discharge ("very thick white vaginal discharges, quite unpleasant in daily life"), myalgia ("every night I am woken up by muscle pain"), back pain ("lumbar pain / chronic lumbar pain"), hypoaesthesia ("numbness in the hands"), bladder pain ("stabbing pain in the bladder"), micturition urgency ("urge to urinate even when I have just come out of the toilets"), abdominal distension ("very swollen, painful abdomen") and depression ("moments of depression") with crying. The patient was treated with () and salbutamol (ventoline). At the time of the report, the pelvic pain, menorrhagia, fatigue, ear discomfort, fungal infection, postprandial hypoglycaemia, oropharyngeal discomfort, myalgia, back pain, hypoaesthesia, abdominal distension and depression had not resolved, the breast pain, abdominal pain lower, adnexa uteri pain, abdominal pain, urinary tract infection, dyspnoea, stress, piloerection, groin pain, paraesthesia oral, vaginal discharge, bladder pain and micturition urgency outcome was unknown and the facial neuralgia had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, back pain, bladder pain, breast pain, depression, dyspnoea, ear discomfort, facial neuralgia, fatigue, fungal infection, groin pain, hypoaesthesia, menorrhagia, micturition urgency, myalgia, oropharyngeal discomfort, paraesthesia oral, pelvic pain, piloerection, postprandial hypoglycaemia, stress, urinary tract infection and vaginal discharge with essure. The reporter commented: the symptoms became more and more painful as the months passed. Due to ear problems she consulted an ent (ears, nose, and throat) specialist, who found nothing abnormal. He prescribed with drops to try to calm the problem, unfortunately, without much effect. In (B)(6) 2012, x-rays of the sinuses and teeth were performed with no results. So instead, she was treated depending on the attacks. In 2015, due to mouth and tongue problem, another visit with the ent specialist was done, and again it was found nothing abnormal. It was informed that she also had consultation with endocrinologist and gastroenterologist, and had treatments with osteopathy, plantar reflexology, acupuncture, and homeopathy. Her family does not really understand what is happening with her, and nor is she. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: negative for allergy to nickel and titanium. Blood test - in 2012: results: nothing of note. Chest x-ray - in 2012: results: nothing of note. Face and mouth x-ray in (B)(6) 2012: results: no results. X-ray dental - in (B)(6) 2012: results: no results. Diagnostic results: in 2015 repeat ultrasound found nothing abnormal (once again). Thyroid ultrasound was also normal, apart from known nodules, which had not changed. On an unspecified date CT-scan of back was also performed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred term: pelvic pain the analysis in the global safety database revealed 9.977 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-oct-2019: the case will be deleted from bayer pv database. Nullification reason: as per follow-up information received, this case was identified as a duplicate of case (B)(4). All the information from case (B)(4) has been transferred to case (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.